Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. Two days after the date of onset, the patient started treatment with intraperitoneal vancomycin 1gram twice a week and intraperitoneal fortaz 500 milligram daily for peritonitis. Eight days after the event onset, the patient passed away. It was unknown if the patient recovered from the peritonitis prior to death. The vancomycin and fortaz remained ongoing until the time of death. Therapy remained ongoing up until the time of death; furthermore, the patient was performing automated peritoneal dialysis therapy via the homechoice device at the time of death. The cause of death was due to unrelated medical conditions; however, it was unknown if an autopsy was performed. No additional information is available at this time.